Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks e1 & g2: country is germany. Block h6: based on the returned screen, the probable cause is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system touchscreen monitor broke. There was no patient present and no user injury reported. The touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with missing screen material, resulting in sharp edges. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.